Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 109 to 114 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they qare kept kitchen. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 66mg/dl, (B)(6) 2015, 02:24pm; 58mg/dl, (B)(6) 2015, 02:13pm; 58mg/dl, (B)(6) 2015, 02:09pm; 158mg/dl, (B)(6) 2015, 11:42pm; 148mg/dl, (B)(6) 2015, 09:54pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 109 to 114 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept kitchen. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 66mg/dl, (B)(6) 2015 02:24pm. 58mg/dl, (B)(6) 2015 02:13pm. 58mg/dl, (B)(6) 2015 02:09pm. 158mg/dl, (B)(6) 2015 11:42pm. 148mg/dl, (B)(6) 2015 09:54pm . Adverse event not reported.